Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 19. On 2023(B)(6), non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.